Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sr8 cue probe was visually inspected upon receipt and was found to be in poor physical condition. The cord is separated from the strain relief on the probe end exposing the wires. The root cause of the reported issue is due to use of the device.

Event description:
It was reported by an employee the rubber on the probe cord has separated at the point where it meets the strain relief (B)(6) 2023- it was found during an investigation that the cord is separated from the strain relief on the probe end exposing the wires.